Manufacturer narrative:
(B)(4). The device was not returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by cracks in the ultrasonic sensor tail pins. The ultrasonic sensor was replaced.

Event description:
It was reported that a pump has a constant upstream occlusion alarm. It was also reported that there was no patient injury.